Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) exhibited a loss of capture at 5.0 volts. And 0.5 ms. The cause of the problem was isolated to a dislodged reliance lead.